Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure it was noted that the lead exhibited high impedance and noise. Helix did not deploy after implanting in the body. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.